Event description:
Health issues for years; switched implants to allergen in (B)(6) 2018. First set of breast implants were in 2013-they caused lots of night sweats but no other symptoms. When I switched to allergen in (B)(6) 2018 I had severe night sweats, could not sleep at all, serious fatigue, significant memory loss, anxiety and dark circles around my eyes. Lost sex drive completely. These symptoms occurred within 2 weeks of putting implants in but progressively got worse until I had them removed in (B)(6) 2019. Within two weeks of removing them I started to feel remarkably better. I feel like a new person now. I was so skeptical that the implants were making me sick. I thought bii was not real. What made me remove the implants was that I kept tracing the symptoms to the date that I had the implants put in. I am a psychologist and understand the placebo effect. This is not a placebo effect. This is real. For two yrs I had lots of tests ran and saw many doctors and no one could find anything wrong with me. I felt desperate. FDA safety report ID# (B)(4).